Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred and that the cartridge was leaking. The customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized. Customer changed pump supplies to address the issue, additionally the bg was treated with intravenous insulin and saline, along with injections of both fast acting and long-lasting insulin. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.